Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the md was manipulating the central vein to collect blood from the c line. When the md caught the distal lumen, the luer lock and the line part were separated.

Event description:
The customer reports that the md was manipulating the central vein to collect blood from the c line. When the md caught the distal lumen, the luer lock and the line part were separated.

Manufacturer narrative:
(B)(4). The customer returned one brown luer hub for evaluation. Visual inspection revealed the distal extension line had become separated just adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The portion of the catheter containing the extension line was not returned. The point of separation was rough and jagged, consistent with undue force being applied to the extension line. The catheter could not be evaluated as it was not returned for evaluation. The inner diameter of the distal extension line within the luer hub measured 0.058", or 1.4732 mm, which is within specifications of 1.42-1.50 mm per distal extension line extrusion graphic. The outer diameter could not be measured as the only portion of the extension line was recessed within the hub. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The catheter was not returned. The extension line met all relevant dimensional requirements. The separation point was jagged, consistent with undue force. However, since the remaining portion of the catheter (including extension line body) was not returned, the root cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.